Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia, with blood glucose readings in the 400s for at least 1.5 hours shortly after initial ilet training, and also experienced hypoglycemia; the user had recently eaten without announcing and uses a g7 sensor and a 23-inch infusion set and troubleshooting included verifying tubing function and replacing the infusion site. Symptoms included high and low blood glucose. Outcomes included monitoring at home without hospitalization. Investigation included remote troubleshooting and user education regarding ilet learning, meal announcement, and infusion site integrity. Investigation of this case revealed no device malfunction identified during troubleshooting, with use-related factors such as unannounced meal and potential early learning period of the ilet considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.